Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the handle would not lock the mi burr therefore the surgery could not be performed minimally invasive. The surgeon had to switch to an open procedure.